Event description:
On (B)(6) 2010, pt's doctor reported there was one large single air bubble located near top of the insulin cartridge near the infusion adapter. Rather than priming the air bubble out of the cartridge, the doctor stated he decided to change the cartridge with a new one. Doctor reported the pt will not be using the cartridge that contains the air bubble. Doctor stated the infusion adapter was changed earlier today. Doctor reported he was not sure if insulin is cold prior to filling cartridges. Requested return of the alleged product for eval.